Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, multiple readings were off by 100 points, though customer was unable to recall specific values. No additional patient or event information was available. A root cause could not be determined. Replacement sensors were sent to the customer.